Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'). In a 27-year-old female patient who had essure (batch no. 922607), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: post coital bleeding, thrombocytopenia, urinary urgency and menometrorrhagia. Previously administered products, included for an unreported indication: depo provera and implanon. Concurrent conditions included: obesity, herpes simplex, migraine and headache. Concomitant products included: azathioprine since 7-jan-2016, benzoyl peroxide since 12-oct-2015, bupropion hydrochloride (wellbutrin), clonazepam since 21-jun-2016, fluoxetine, gabapentin since 11-sep-2015, hydroxychloroquine since 3-sep-2015, medroxyprogesterone, prednisone since 3-sep-2015 and tizanidine since 1-apr-2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhoea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding(vaginal)") and menometrorrhagia ("menometrorrhagia/)/irregular bleeding with increasing clots and pain"). In 2013, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/headaches"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced raynaud's phenomenon ("raynaud's disease") and vulval abscess ("vulvar abscess"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced systemic lupus erythematosus ("lupus/systemic lupus erythematosus"), systemic scleroderma ("systemic scleroderma") and rash ("rashes/rash of face/back and arms"). And was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), micturition urgency ("urinary urgency") and coital bleeding ("postcoital bleeding"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, pruritus ("itching"), weight fluctuation ("weight fluctuations"), arthralgia ("right knee pain/left hip pain") and arthritis ("inflammation of knee"). The patient was treated with fluoxetine hydrochloride (prozac), lorazepam, mycophenolate mofetil (cellcept), sulfamethoxazole;trimethoprim (bactrim), vitamin d nos (vitamin d) and surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, migraine, depression, anxiety, headache, vaginal infection, dyspareunia, rash, pruritus, fatigue and weight fluctuation had not resolved. And the systemic scleroderma, vulval abscess, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, micturition urgency, weight decreased, coital bleeding, menometrorrhagia, arthralgia and arthritis outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, micturition urgency, migraine, pelvic pain, pruritus, rash, raynaud's phenomenon, systemic lupus erythematosus, systemic scleroderma, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulval abscess, weight decreased and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Current weight 181 ibs. Per pfs ((B)(6) 2020), patient undergone essure removal (date unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'), systemic lupus erythematosus ('lupus/systemic lupus erythematosus'), raynaud's phenomenon ('raynaud's disease'), systemic scleroderma ('systemic scleroderma') and vulval abscess ('vulvar abscess') in a 27-year-old female patient who had essure (batch no. 922607) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, thrombocytopenia, urinary urgency and menometrorrhagia. Previously administered products included for an unreported indication: depo provera and implanon. Concurrent conditions included obesity, herpes simplex, migraine and headache. Concomitant products included azathioprine since (B)(6) 2016, benzoyl peroxide since (B)(6) 2015, bupropion hydrochloride (wellbutrin), clonazepam since (B)(6) 2016, fluoxetine, gabapentin since (B)(6) 2015, hydroxychloroquine since (B)(6) 2015, medroxyprogesterone, prednisone since (B)(6) 2015 and tizanidine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhoea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding(vaginal)") and menometrorrhagia ("menometrorrhagia/)/irregular bleeding with increasing clots and pain"). In 2013, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/headaches"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced raynaud's phenomenon (seriousness criterion medically significant) and vulval abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), systemic scleroderma (seriousness criterion medically significant) and rash ("rashes/rash of face/back and arms") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), micturition urgency ("urinary urgency") and coital bleeding ("postcoital bleeding"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, pruritus ("itching"), weight fluctuation ("weight fluctuations"), arthralgia ("right knee pain/left hip pain") and arthritis ("inflammation of knee"). The patient was treated with fluoxetine hydrochloride (prozac), lorazepam, mycophenolate mofetil (cellcept), sulfamethoxazole;trimethoprim (bactrim), vitamin d nos (vitamin d) and surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, migraine, depression, anxiety, headache, vaginal infection, dyspareunia, rash, pruritus, fatigue and weight fluctuation had not resolved and the systemic scleroderma, genital haemorrhage, vulval abscess, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, micturition urgency, weight decreased, coital bleeding, menometrorrhagia, arthralgia and arthritis outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, micturition urgency, migraine, pelvic pain, pruritus, rash, raynaud's phenomenon, systemic lupus erythematosus, systemic scleroderma, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulval abscess, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Current weight 181ibs. Per pfs ((B)(6) 2020): patient undergone essure removal (date unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-: new events added-inflammation of knee, right knee pain/left hip pain and reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'), systemic lupus erythematosus ('lupus/systemic lupus erythematosus'), raynaud's phenomenon ('raynaud's disease'), systemic scleroderma ('systemic scleroderma') and vulval abscess ('vulvar abscess') in a (B)(6)-year-old female patient who had essure (batch no. 922607) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, thrombocytopenia, urinary urgency and menometrorrhagia. Previously administered products included for an unreported indication: depo provera and implanon. Concurrent conditions included obesity, herpes simplex, migraine and headache. Concomitant products included azathioprine since (B)(6) 2016, benzoyl peroxide since (B)(6) 2015, bupropion hydrochloride (wellbutrin), clonazepam since (B)(6) 2016, fluoxetine, gabapentin since (B)(6) 2015, hydroxychloroquine since (B)(6) 2015, medroxyprogesterone, prednisone since (B)(6) 2015 and tizanidine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhoea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding(vaginal)") and menometrorrhagia ("menometrorrhagia/)/irregular bleeding with increasing clots and pain"). In 2013, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/headaches"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced raynaud's phenomenon (seriousness criterion medically significant) and vulval abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), systemic scleroderma (seriousness criterion medically significant) and rash ("rashes/rash of face/back and arms") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), micturition urgency ("urinary urgency") and coital bleeding ("postcoital bleeding"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with fluoxetine hydrochloride (prozac), lorazepam, mycophenolate mofetil (cellcept), sulfamethoxazole;trimethoprim (bactrim), vitamin d nos (vitamin d) and surgery (she had undergone surgery for essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, migraine, depression, anxiety, headache, vaginal infection, dyspareunia, rash, pruritus, fatigue and weight fluctuation had not resolved and the systemic scleroderma, genital haemorrhage, vulval abscess, vaginal haemorrhage, bacterial vaginosis, bladder disorder, urinary tract disorder, micturition urgency, weight decreased, coital bleeding and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, micturition urgency, migraine, pelvic pain, pruritus, rash, raynaud's phenomenon, systemic lupus erythematosus, systemic scleroderma, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulval abscess, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Current weight (B)(6) ibs. Per pfs (27-apr-2020): patient undergone essure removal (date unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.